Event description:
It was reported that the protective cap (fill port cap) of a small volume folfusor was missing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from may 24, 2021 - may 25, 2021. H10: the device was received for evaluation. A visual inspection was performed using the naked eye found that the fill port cap was missing. The reported condition was not verified. The cause of the missing part was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.